Event description:
It was reported that a patient underwent am idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cerebrovascular accident. During the procedure, a stroke was noticed in the patient. The reporter did not have any other event information available at the time of the call. It is unknown how the stroke was discovered, how it was confirmed, and it is also unknown if any medical intervention was provided to the patient. The reporter believed that medical intervention may have still been ongoing at that time, but was unable to confirm this. The reporter said that it was unknown whether the patient was in stable condition. Additional information was received on the event. Upon follow up with the physician, he said the neuro examination did not show anything. Therefore, are not actually sure it was a stroke. It may have been a false alarm. Multiple attempts have been made to obtain additional clarification to this complaint. However, no further information has been made available. With the information available, this event was assessed conservatively as MDR reportable for a cerebrovascular accident.

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).